Event description:
It was reported that a hypothermia patient was transferred from emergency room to intensive care unit on the arctic sun device. The nurse reported that the new device was displaying low air leak and needed to treat the patient. Also reported that the emergency room had an issue of low air leak, and they changed the pads. The patient temperature was 35.1c, target temperature was 36c. The patient was transferred to the intensive care unit connected to their machine, and they were getting a low air leak message displayed on the device. The four large pads were in place with lot number ngfy2529. The system diagnostics showed flow rate was 0, inlet pressure was -1.8 psi, circulation pump command was 100 percentage. Mss walked the nurse through disconnecting and reconnecting the pads and there was no change in flow rate and enabled manual control with water temperature set to 30c for 30 minutes. The water control showed a flow rate of 1.1lpm, inlet pressure was - 1.9 psi, circulation pump command was 100 percentage. The nurse stated that they were removing pads to weigh the patient. Mss explained they do not have to remove the pads as they could give the weight of the large pads filled 2.41kgs and empty 1.64kgs. The weight of the patient was noted to be (B)(6). Mss explained that the large pads were recommended for a patient at this weight, and they were doing procedures on the patient. At 9.01pm, the event log showed multiple alert 01 (patient line open) and alert 02 (low flow). The nurse now clarified that in the emergency room they had changed the device and not the pads. Mss recommended the nurse to change out the device, and the nurse went to the emergency room and got s/n (B)(4). The nurse connected the device, and the flow rate was 2.2lpm, inlet pressure was -7.0 psi. Mss told to label the s/n (B)(4) and send to clinical engineering department for repair. Per follow-up information received via phone on 15mar2022, the initial reporter stated that the pads were changed out when the patient was hooked up to the first arctic sun device s/n (B)(4) and with pad lot ngfu1896 and the device was sounding low flow alarm. The patient was then moved to second arctic sun s/n (B)(4), and flow rate alarm was still sounding. Also stated that the pads were changed again with a different lot number (unknown), flow rate went up, and the therapy was able to be completed with no further issues. Also, stated that the faulty pads were available for sample return and first device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a hypothermia patient was transferred from emergency room to intensive care unit on the arctic sun device. The nurse reported that the new device was displaying low air leak and needed to treat the patient. Also reported that the emergency room had an issue of low air leak, and they changed the pads. The patient temperature was 35.1c, target temperature was 36c. The patient was transferred to the intensive care unit connected to their machine, and they were getting a low air leak message displayed on the device. The four large pads were in place with lot number ngfy2529. The system diagnostics showed flow rate was 0, inlet pressure was -1.8 psi, circulation pump command was 100 percentage. Mss walked the nurse through disconnecting and reconnecting the pads and there was no change in flow rate and enabled manual control with water temperature set to 30c for 30 minutes. The water control showed a flow rate of 1.1lpm, inlet pressure was - 1.9 psi, circulation pump command was 100 percentage. The nurse stated that they were removing pads to weigh the patient. Mss explained they do not have to remove the pads as they could give the weight of the large pads filled 2.41kgs and empty 1.64kgs. The weight of the patient was noted to be 94 kg. Mss explained that the large pads were recommended for a patient at this weight, and they were doing procedures on the patient. At 9.01pm, the event log showed multiple alert 01 (patient line open) and alert 02 (low flow). The nurse now clarified that in the emergency room they had changed the device and not the pads. Mss recommended the nurse to change out the device, and the nurse went to the emergency room and got s/n (B)(6). The nurse connected the device, and the flow rate was 2.2lpm, inlet pressure was -7.0 psi. Mss told to label the s/n dyapy042 and send to clinical engineering department for repair. Per follow-up information received via phone on 15mar2022, the initial reporter stated that the pads were changed out when the patient was hooked up to the first arctic sun device s/n (B)(6) and with pad lot ngfu1896 and the device was sounding low flow alarm. The patient was then moved to second arctic sun s/n (B)(6), and flow rate alarm was still sounding. Also stated that the pads were changed again with a different lot number (unknown), flow rate went up, and the therapy was able to be completed with no further issues. Also, stated that the faulty pads were available for sample return and first device was sent to biomed. Per sample received on 29aug2022, it was reported that a second arctic gel pad sample had been received as part of the original reported issue (ngfy2529). Per clarification mail received 30aug2022, it was confirmed that the device was used on the patient. Per sample received on 30aug2022, it was observed that the minor cosmetic scratch at the bottom middle of the control panel screen.

Manufacturer narrative:
The reported event is unconfirmed as the evaluated representative samples meet specifications. Visual evaluation of the returned sample noted one opened (no original packaging present), large arctic gel pad kit. Two pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection noted no cracks or chips in the clear connectors. Visual inspection noted no kinks in any of the tubing. Functional evaluation noted the pad was individually tested. The measured flow rates are outlined. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated